Event description:
It was reported that on an unknown date, the hand piece driver was spinning abnormally slow in forward modes. There was no patient involvement. This report is for one hand piece for battery powered driver for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown event date. E1: initial reporter is j&j company representative h3, h4, h6 investigation summary service and repair evaluation: the customer reported that the 05.000.008, hand piece for battery powered driver was spinning abnormally slow in forward modes. The repair technician reported that the device did not run in fast forward, ran low in forward and reverse, membrane vent and wires were discolored, brown residue was present on motor and the barriers. Preventative maintenance is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 24-july-2023 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part # 05.000.008. Synthes lot # 005481. Supplier lot #na. Release to warehouse date: 09 jan 2015. Manufactured by: synthes monument. . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.